Manufacturer narrative:
Upon disassembly, the tps coated flex assembly and the ball bearing were discovered to be damaged. Corrosion was also discovered within the motor and press plug.

Event description:
It was reported that the micro sagittal saw would not turn off during a shoulder procedure. A back-up was used to complete the procedure. There were no patient or user injuries, or adverse consequences.